Event description:
It was reported from the field that the patient received an out of range low hvli alert. A review of the hvli trend during the past 7 days showed acceptable hvli measurements from rv to can. The clinician opted to extract the lead. During the lead extraction procedure, insulation abrasion was observed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received . The lead insulation was abraded.